Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room while wearing one of the recalls reservoirs and her blood glucose was 511mg/dl at time of admission. Troubleshooting was performed, and the drive support appears to be normal. Assisted the caller to run a manual prime and test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found an auto off and low reservoir alarms. No further information was provided.